Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they experienced a high blood glucose of 420 mg/dl at the time of the incident. The customer was at 87 mg/dl at the time of the call. The customer treated with manual injections and bolus. The customer mentioned symptoms such as impaired vision and dry mouth. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed. No air bubbles or leaks were found. The customer also reported issues with lost sensor and change sensor alerts. The insulin pump will not be returned for analysis.